Manufacturer narrative:
The reported event that there was a stain on the inner package was confirmed through visual inspection. The instrument battery is not a repairable device and will not be returned to the facility.

Event description:
It was reported that there was a stain on the inside of the sterile package of the instrument battery during incoming inspection at a manufacturer distribution center. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that there was a stain on the inside of the sterile package of the instrument battery during incoming inspection at a manufacturer distribution center. There was no patient involvement and no adverse consequences associated with the device.